Manufacturer narrative:
Follow-up #1; date of submission: 10/17/2016. The device has been returned and evaluated by product analysis on 09/22/2016 with the following findings. Multiple no cartridge detected warnings and loss of prime warnings with zero force observed in black box. Load step malfunction was not duplicated during investigation. Force calibration failed. Moisture was observed through display lens. Leak test failed due to a crack at the top right corner between display lens and pump seal. Force sensor removed and tested- resistance value was found to be in specification. Moisture was observed on force sensor plate and on transceiver board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.